Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support. While on support, the purge flow began to drop steadily. Tissue plasminogen activator was added to the purge to address the issue and support was continued uninterrupted. Echocardiogram revealed large pericardial effusion and the patient rapidly decompensated. The patient was taken for wash out. However, upon exploration of the pericardium, several large thrombi were removed. There was no evidence of active bleeding or right ventricle wall rupture. The patient had a bypass and was eventually doing well on the impella rp flex and survived the procedure.

Manufacturer narrative:
The investigation of thrombus, high purge pressure, and optical signal issue has been completed. The impella device was returned for evaluation. High purge pressure: the returned product was inspected and a major cannula kink was observed close to the inlet cage of the pump. No biomaterial was observed. The pump was run in the lab and high purge pressure did not reproduce. The data logs from the case show no motor current spikes outside p-level changes but shows a gradual rise in purge pressure for about 27 hours before high purge pressure alarm as triggered with a corresponding decrease in purge flow. High purge pressure was sustained for about 7 hours. Tpa was added to the purge and purge pressure values returned to normal values. The root cause of the high purge pressure was determined to be due to biomaterial as evidenced by data log analysis revealing gradual rise in purge pressure and clinical mention of lysis therapy resolving the issue thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Optical signal issue: the returned pump passed the light continuity test and 5s parameters revealed low signal not reliable (snr) values. The pump was run in the lab and placement signal not reliable (bad snr) alarms triggered. The logs from the field show 5s parameter patterns consistent with a fiber bend or fiber break due to excessive pull with decrease to low snr, increase in gain, lamp, and contrast (with increase in amplitude). The root cause of the optical signal issue was most likely due to a damaged fiber line, possibly a fiber bend, as evidenced by log pattern observed and issue reproduction on returned product damage (cannula kink): added failure mode due to the cannula kink observed on pump. No information on how cannula kinked provided. The root cause of the product damage (cannula kink) was due to a cannula kink as evidenced by returned product analysis but it is unknown how kink occurred. Instructions for use: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ h3 was erroneously selected yes on the initial manufacturer device report number 1220648-2025-29803. H6 medical device problem code 2917 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29803. H10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29803.